Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose level was 137 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they took out the battery and it was slimy. Customer advised there was liquid inside of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received unit with a failed battery test due to a corroded battery tube. Unable to test for operating currents, displacement test or self test due to the failed battery test alarm. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.